Event description:
A female pt reports she had an intrauterine device inserted in 1971 and removed in 1975. States she had a hysterectomy done at the time of removal. States she developed chronic pelvic pain and endometriosis following the insertion of the iud.